Manufacturer narrative:
One sample was received with no product packaging received. There is sterilization indicator tape affixed to the surface of the blue layer. The sample was evaluated under ambient light conditions. The sample arrived with a circled area on the blue layer. In addition to sterilization indicator tape there are medical procedure labels affixed to the surface of the blue layer. The sample has creases and folds, and the circled area appears near or on one of the folds. The circled area exhibits damaged fibers and a hole. The damaged area including the hole measures approximately 6mm. The hole penetrated both layers and the holes align on the layers. The area was viewed under magnification. The hole on the blue layer appears irregular and the fibers appear abraded, lofty and raised. Due to the orientation of the fibers and the appearance of the hole, it is possible that the hole originated on the blue layer. A follow-up report will be provided upon conclusion of investigation. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4).

Event description:
There were holes in the wrap noted after sterilization. Surgical procedure was cancelled. This was a podiatry procedure. The customer stated that both the initial tray for use in the procedure and the backup tray exhibited holes. The issue was noticed prior to use with the patient; however, the procedure was delayed and cancelled for the day. The patient was transferred to another facility to complete the procedure. The hospital incurred the cost of the procedure. There was no injury reported.

Manufacturer narrative:
One (1) used sample was received with no product packaging. The sample has creases and folds, and the circled area appears near or on one of the folds. The circled area exhibits damaged fibers and a hole. The damaged area including the hole measures approximately 6mm. The hole penetrates both layers. The holes align on the layers. A device history record evaluation was performed for the lot number reported. The products were manufactured according to approved manufacturing procedures and specifications. The complaint details were forwarded to the appropriate functional area for investigation and root cause determination. The manufacturing process requires two separate rolls, one blue and one white, to be brought together and bonded to form the quick check sterilization wrap. It would be unlikely for these two separate sheets to line up together and have an exact location of holes as these show. A root cause was not determined for the reported issue. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(6). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury.